Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found that the upper and lower case and both bail covers were broken, the battery contacts were compressed and the ring was bent.

Event description:
It was reported there was no output. When the medtronic representative subsequently started the device, there was no indication of any fault. No patient involvement or complications were reported as a result of this event.